Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive, though it was responsive at the time of contact, and the customer was advised to keep hands and the device dry and avoid lotions, with a request to capture a video if the issue recurs. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no need for medical care, and continued device use. Investigation included remote troubleshooting and user education. Investigation of this case revealed no reproducible malfunction and suggested potential external contributing factors such as moisture or residue affecting button responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction affected by environmental conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.